Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting. Review of the log files confirmed the reported malfunction since the system didn't start. The fse checked the system and identified the issue with tsm (touch screen module) and the pc. The fse replaced the tsm to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting. No harm to the patient or user was reported. Philips has started an investigation of the complaint.